Manufacturer narrative:
(B)(4). Device cev649x5 was evaluated and the tube screw threading was found to be broken. The damage was most likely a result of excessive force or a fall. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).

Event description:
The device (cev649x5) was returned to mxi service and repair. The client reported that, "1 cev649x5 sheath/ screw threading is broken."